Event description:
On (B)(4) 2009 a haemonetics sales rep reported that an orthopat machine was setting off the electrical alarm in the operating room when plugged in. No injury or reaction noted.

Manufacturer narrative:
On (B)(4) 2009 a haemonetics sales rep reported that an orthopat machine was setting off the electrical alarm in the operating room when plugged in. No injury or reaction noted. Upon eval of the device the reported problem was verified. The defect was caused by a saline spill which was found in the power supply of the machine. All contaminated and damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).